Event description:
It was reported that there was a "cassette sensor defect" message. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: (B)(6). One device was returned for evaluation. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of error log was not required. Visual and functional inspection found the dso sensor seal has a bubble. The customer problem was confirmed. The dso sensor was replaced to address primary complaint of high alarm displayed: cassette not attached properly.